Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred while attempting to deliver boluses. Troubleshooting was performed and the customer declined to remove their infusion set site to inspect the site for any damage. A cartridge change was performed resolving alarm. Customer's blood glucose (bg) level was 209 mg/dl. A correction bolus was delivered to address bg.